Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-device evaluation: the cartridge has not been returned; a retain sample of the same lot has been evaluated by product analysis on 04/17/2014 with the following findings: a lot review was performed and no defects were noted on incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a prime (unexplained loss of prime) issue. The patient stated that the pump had lost prime three times with the same cartridge. She noted that she then changed the cartridge and the infusion set tubing and the pump lost prime again. The patient denied any power loss. The patient confirmed that the cartridge cap was secure and denied any other alarms. The patient confirmed proper use and preparation of cartridges. The patient stated she would change the cartridge to one from a different box and would call back if the issue recurred. This complaint is being reported based on the allegation that repeated loss of primes occurred with the cartridge. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.